Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid with concentration 2 mg/ml at a dose rate of .1 mg/day via an implantable pump for malignant pain. It was reported that a catheter access port study was done. A catheter revision was performed. A portion of the catheter was replaced. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient¿s weight and medical history was indicated as having been requested but was unknown / would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, partially explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The reason for the catheter revision was an inability to aspirate regarding the catheter access port study. The healthcare provider / facility had discarded the explanted portion of catheter. The information was noted as having been confirmed with the physician/account.